Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty (pta) procedure, balloon detachment occurred. The 90% stenosed lesion was located in the calcified and moderately tortuous left superficial femoral artery (sfa). When the balloon protector was removed from the 4.00mm/1.5cm/140cm small peripheral cutting balloon, the balloon became detached from the shaft. The device was not used on the patient and the procedure was completed with another same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
The device was returned in two sections as a result of a break in the shaft. The balloon protector was returned on the balloon and positioned correctly. The shaft was detached at the rx port area approximately 24.9cm from the catheter tip. There was evidence of stretching at the break site. This type of damage is consistent with applied tensile force during attempts to remove the balloon protector. The balloon and tip were microscopically examined and no issues were noted. All blades were present and fully bonded to the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty (pta) procedure, balloon detachment occurred. The 90% stenosed lesion was located in the calcified and moderately tortuous left superficial femoral artery (sfa). When the balloon protector was removed from the 4.00mm/1.5cm/140cm small peripheral cutting balloon, the balloon became detached from the shaft. The device was not used on the patient and the procedure was completed with another same device. No patient complications were reported and the patient's status is good.